Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-118-user applied blood to strip before inserting strip into meter. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-3 blood glucose results accompanied by symptoms. The customer is concerned with results obtained results of e-3. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of frequent urination. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 04/18/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer is concerned that his meter reads e-3. Blood results obtain after was 600 mg/dl non-fasting. Tested again and results was 550mg/dl non -fasting. Customer is urinating more than usual and his urine looks foamy. He states he will not seek medical intervention.